Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2: retention b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urgency frequency and urinary/bowel dysfunction. It was reported that they have been trying to determine what the best level was for their programmer in order to get maximum results. Patient mentioned that when they initially got out of the surgery, it apparently was set way too high because their groin area was hurting them so they reduced the level but then it got to the point that they weren't able to go or urinate at all so they just started adjusting the level on their own. Patient confirmed they don't have the pain anymore but they were still having accidents and it was very difficult to go out in public with wet pants. Patient also stated that today or last night they had an accident and they're still losing control occasionally but it's gotten better. Reviewed therapy information and general programming guidance. Patient requested their manufacturing representative (rep) to contact them so agent emailed rep. The patient was redirected to their healthcare provider (hcp) to further address the issue.